Event description:
The hospital reported that during a coronary artery bypass procedure, after the punch was used, the surgeon was going to deploy the seal and saw that the seal had half-way unwound. It could not be used. They opened a replacement unit to complete the procedure. There were no pt effects. The product is returning.

Manufacturer narrative:
Investigation: visual inspection revealed that the delivery tube was returned without the loading device. The tension spring assembly was inside the deployment tube and the seal was rolled and extending more than half way out of the tube. The seal had started to unravel along the other ring. The green slide lock and the white plunger were not depressed on the delivery device. There was slight evidence of blood on the device. Based upon the received condition of the device, the reported complaint "seal had half-way unwound" was confirmed. Internal file number - (B)(4).